Event description:
It was reported that the device was used during a laparoscopic hernia repair. It was reported by the rep that there were (3) torn internal trocar gaskets and (3) 1seal reducers during the introduction of the ems stapler. There was no pt consequence.